Event description:
Post-operative condition. Male pt experienced post-op complication. Pt records were not forwarded at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).